Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited high capture threshold and low pacing impedance. Programming changes were made and the patient was stable throughout.